Manufacturer narrative:
The ticket searches determined that there is no unusual activity for reagent lot 61291fn00 and the complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. A review of the architect i1000sr analyzer instrument logs ruled out the potential for any type of carryover issues. Investigation testing was performed with reagent lot 61291fn00. Testing of panel samples using in-house retained kits of reagent lot 61291fn00 was performed; all specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. The architect hbsag qualitative ii confirmatory assay package insert and the architect operation manual contain information to address the current customer issue. Based on the information within the complaint record, a malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no deficiency of the device was identified. This report is being filed on an international product, list number 02g23, that has similar products distributed in the us, list numbers 01l81 and 04p54.

Event description:
The customer states that on (B)(6) 2016 one patient sample ((B)(6)) generated architect hbsag assay (list 02g22) results of 6.87 and 10.13 s/co (reactive). The sample confirmed reactive by the architect hbsag confirmatory assay (list 09c94) at c1= 0.208 s/co, c2= 5.41 s/co with 100.45 %neutralization and re-confirmed at c1= 0.206 s/co, c2= 4.83 with 100.56 %neutralization. Architect anti-hbs results were also positive at 68.49 miu/ml. The results were reported from the lab and subsequently questioned by the patient's physician. On (B)(6) 2016, the sample was thawed and retested. The architect hbsag assay results were nonreactive at 0.57 and 0.49 s/co and the architect hbsag confirmatory assay results did not confirm at c1= 0.312 s/co, c2= 0.626 s/co with 0.00 %neutralization. Architect hbeag (0.342 and 0.36 s/co) and anti-hbe assay results (1.10 and 1.06 s/co) were negative. Architect anti-hbs results remained positive (68.94 miu/ml). On (B)(6) 2016 an additional sample was drawn from this patient (sid (B)(6)) and generated the following results: anti-hbc ii= 2.55 s/co (reactive); anti-hbs= 67.05 miu/ml (protective); hbeag= 0.377 s/co (non reactive); anti-hbe= 1.79 s/co (non reactive); and, hbsag qual ii= 0.23 s/co (non reactive). Hbv dna testing was also performed on this patient and was negative. There is no impact to patient management reported.